Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate therapy for svt with rapid ventricular response. Reprogramming was recommended; device remains implanted.